Manufacturer narrative:
D3- corrected. D9: 12/2/2024. Fourteen devices with lot # 6005578 were returned for evaluation. The event history log (ehl) was reviewed. The device was visually inspected. A functional test was performed and the reported issue was not confirmed. The cause of the reported issue was unknown. As a result, no further actions were taken. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
D3: correction. H10: additional related report number "3012307300-2024-15197". H3/h6: device was not returned for root cause analysis. Without the return of the samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. Complaint could not be confirmed and without the return of the used samples, a comprehensive failure investigation could not be performed, and a probable could not be determined.

Event description:
It was reported that multiple units of fentanyl 2 mcg/ml-ropivacaine hcl 0.2% pf 100 ml ns yellow cadd fsff were non-operable. According to the complainant, the pumps were acknowledging that there was an occlusion in the line and would not allow the nurse to proceed with the infusion. The nurse tried 3 different pumps with 3 different epidurals and the results were the same. The complainant stated that they checked their current supply of the 100 ml epidurals and all of them were affected. No damage to be the tubbing or the bladders were observed that would have prevented the returned units of 100 ml ns yellow cadd fsff. Bubbles were observed along the tubing for some units and an indentation was observed along the tubing for the cadds in which the white pinch clamp was not on the pigtail. No air volume observed in the bladder. However, creases were observed in the bladder of 18 out of the 40 returned units. Flow from the cadds was achieved using an empty syringe to pull sample. There was unknown patient involvement.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.